Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial #: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. Product ID: 4351-35, serial #: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 4351-35, serial/lot #: (B)(4), ubd: 12-may-2018, UDI #: (B)(4). Product ID: 4351-35, serial/lot #: (B)(4), ubd: 12-may-2018, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastric stimulation. It was reported her stimulator was explanted due to infection. The patient noted the ins and leads were removed on (B)(6) 2019 due to infection. The patient noted the infection at the ins and lead and was not confirmed. The patient noted the ins was infected all the time off and on. The patient stated the infection would come and go and then get infected again. The patient also stated they would use the food pump, where the feeding tube would squirt fluid over the incision. The patient noted the event began at implant on (B)(6) 2016. The patient noted the ins was not infected at the time it was removed. There were no further complications that have been reported as a result of this event.